Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by counsel that claimant underwent left tha on (B)(6) 2013 and was implanted with an lfit v40 femoral head and accolade ii hip stem. She was revised on (B)(6)2022 allegedly due to increasing pain, stiffness, osteolysis around the implant with destructive bony erosion, and elevated cobalt and chromium levels.